Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.00/1.5/106 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The lens had tore during insertion. It was intraoperatively removed and replaced with a back up lens. This resolved the problem. There was no patient injury.